Event description:
The male received a 2.5x18mm cypher select plus stent in the mid circumflex and a 2.75 x 23mm cypher select plus stent in the proximal left anterior descending (lad). The main indication for the procedure was myocardial infarction (mi). Two days after procedure, the pt had an anterior q-wave mi. Coronary angiography revealed thrombosis in the 2.75 x 23mm stent in the proximal lad. Pt was thrombolysed and later discharged after recovering. Three weeks later, the pt came in with congestive heart failure and ventricular fibrillation. Pt subsequently died.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. This device is one of two products associated with this event. Please refer to MFR report # 9616099-2008-00609. The product remains implanted in the pt and is not available for analysis. Add'l info will be submitted within thirty days upon receipt.